Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a device malfunction on (B)(6) 2018.

Event description:
Additional information was received that during connection to the power module, a continuous sound suddenly occurred when the self-test was not being performed. It stopped ringing immediately, but the patient presented to the hospital to check the event history. However, no events were recording that would cause a continuous sound.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module producing a continuous sound was unable to be confirmed. The heartmate power module (s/n: unknown) was not returned for analysis. Per the provided information, the serial number of the unit, if any product was exchanged or returning for analysis, and if the issue resolved was unknown. It was stated by the account, that a self-test was not being performed and that the patient went to the hospital to check their event history. No events were observed that would have caused the sound. No log files, photos, or additional documents were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the power module being unknown. Heartmate 3 instructions for use (rev. A) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms with the power module. Heartmate power module instructions for use (rev. D) cautions ¿the power module requires preventative maintenance at least once every 12 months for at best possible operation. Preventative maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable¿. The heartmate 3 patient handbook (rev. C) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that during connection to the power module, a continuous sound suddenly occurred when the self-test was not being performed. It stopped ringing immediately, but the patient presented to the hospital to check the event history. However, no events were recording that would cause a continuous sound.